Event description:
Pca pump screwed onto pole. Once it was believed to be secure, the pca lost its grip and almost fell onto patient. There was no patient harm. Biomed checked unit, found broken pole clamp. Replaced pole clamp, verified proper operation and returned to service.